Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a transcatheter aortic valve implantation procedure. Reportedly, when the plunger was retracted the suture had not connected, a probable cuff miss. Two additional perclose proglide devices were used with the same results. A fourth perclose proglide was used to achieve hemostasis. There was no reported adverse patient sequela. There was a reported 30-45 minute delay in procedure due to changing the device 4 times. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported cuff miss. The analysis did reveal a link break, which would appear similar to the reported cuff miss, as the suture would not present when the plunger is retracted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.